Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 358881, model/catalog description: spectra wavewriter ipg kit. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead and ipg was replaced, it wa also reported that the ipg was repositioned. The patient was doing well postoperatively.